Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot. Part: 04.005.526s. Lot: 9l37786. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date:16 may 2022. Expiration date: 01 may 2032. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part number: 04.005.526. Lot number: 777p986. Manufacturing site: mezzovico. Release to warehouse date: 14 apr 2022. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient underwent open reduction/internal fixation surgery with tfna long nail on (B)(6) 2023. On (B)(6) 2023, the surgeon took x-rays to monitor the progress, and the x-rays showed that both of the two locking screws were loose. Upon closer inspection, the anterior cortical bone was broken, and the locking screws were loose. Since the fixation of the proximal fracture area seemed to be good, the future treatment plan is currently under consideration. This report involves one 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This is report 1 of 2 for (B)(4).